Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year, five months and fourteen days post a port placement, the device was removed earlier however, a vascular catheter fragment was seen under the computed tomographic examination and the fragment was found to be in the tissue between the carotid and the jugular vein. It was further reported that the space between the carotid and the jugular vein was mobilized and the foreign body was identified encased in a fibrous capsule. Reportedly, the linear foreign body was teased from the surrounding structures and was completely removed. The foreign body was sent to pathology with results of silver metallic foreign body with a clear synthetic membrane. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. However, one electronic photo was provided for review. The photo shows silver metallic foreign body with a clear synthetic membrane. Therefore, the investigation is inconclusive for the reported fracture, material separation and migration issues as there was no objective evidence obtained from the provided photo. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiration date: 12/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that one year, five months and fourteen days post a port placement, the device was removed earlier however, a vascular catheter fragment was seen under the computed tomographic examination and the fragment was found to be in the tissue between the carotid and the jugular vein. It was further reported that the space between the carotid and the jugular vein was mobilized and the foreign body was identified encased in a fibrous capsule. Reportedly, the linear foreign body was teased from the surrounding structures and was completely removed. The foreign body was sent to pathology with results of silver metallic foreign body with a clear synthetic membrane. The current status of the patient is unknown.